Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The following cosmetic damage was also found on the pump: cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, and a cracked belt clip slot.

Event description:
Customer's mother reported via phone call that the insulin pump had a keypad anomaly; a button is not working. The patient's blood glucose at the time of incident is unknown. The customer's mother stated that the button that the customer needs to execute a bolus with is unresponsive. Troubleshooting was initiated for the keypad anomaly. The customer does not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.